Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of heart failure and did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. During the procedure, left bundle branch block (lbbb) was observed, and the valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient became hypotensive and medication(s) was administered, there was no clinically significant delay reported. Extracorporeal membrane oxygenation (ECMO) was placed as the blood pressure did not recover. A permanent pacemaker was implanted to resolve the event. It was reported that heart failure condition remains poor, and the patient is currently hospitalized.

Manufacturer narrative:
An event of heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. Information from the patient has a prior medical history of heart failure. The final implant depth the valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported medical intervention was a case specific as the patient was placed on ECMO and medication was administered for low blood pressure. The reported surgical intervention and hospitalization were a case specific as the patient required permanent pacemaker and required hospitalization.